Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found two external insulation abrasions breaching the optim sheath proximal to the suture sleeve tie marks caused by friction to device can. The lead insulation was found intact at both locations. All other damage noted is consistent with procedural damage.